Event description:
When the malem bedwetting alarm arrived, I went through the instructions with my (B)(6) son. We explained him how to use the product so he could stop wetting the bed. First day of use was not bad but my son told me that he was finding the alarm a little hot. I thought it must be regular, but the second night terrified me when I heard his loud scream, and he was literally jumping on the bed with a big red patch on his neck and was in a lot of pain. I touched the alarm and found that at the back of the alarm the battery door had melted and it was a nightmare to touch it as it was as hot as burning coal. I had a hard time taking care of my son with home remedies till ran to my doctor early morning for his treatment. I am filing this complaint to let you know that a dangerous product like the malem alarm can be life threatening to any child. It is a cheaply made product that needs to be recalled from the market as soon as possible.